Event description:
The micro sagittal saw was sent in for evaluation because it was leaking black fluid during a podiatry procedure. The black fluid was noted in the surgical site and irrigation was required. No further action was taken; no further adverse event was reported.

Manufacturer narrative:
Signs of third party repair work was noted during failure analysis.